Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat an osteoporotic compression fracture at th12. X-rays were taken immediately post-op that showed "slight cement leakage outward vertebral body." According to the report, the patient was asymptomatic, and additional intervention was not required. The patient was discharged five days post-op. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.